Manufacturer narrative:
Other relevant device(s) are: product ID: 9731203, lot #: unknown, UDI #: unknown, ubd: unknown. No products have been returned to medtronic for analysis. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the system had a damaged emitter that was physically cracked. This was reported outside of a procedure. There was no patient involved.